Event description:
The following has been reported: pump is showing an error of air in line when no air is present. This has happened on at least 4 separate occasions additional info received: 1. Reported january 7th around 1500 hours. This occurred on 4 separate occasions at random. The last time it occurred was january 31st. Usually occurred toward end of treatment. Error stated there was air in line when no air was present. I would restart pump to try, and trouble shoot problem. But the error would still occur. 2. Yes, there were patients involved. 3. I was able to intervene as the pump automatically stops when the error occurred. When I was unable trouble shoot pump, I would finish the infusion by gravity and control flow with roller clamp. 4. No adverse effects or patient impact. Reporting as a conservative measure. No adverse event communicated. More information is needed to complete the investigation.

Manufacturer narrative:
2nd of 4 reported instances related reports: 3004548776-2024-00060 3004548776-2024-00094 3004548776-2024-00095.